Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of revj0773 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported: after six months from the implant the catheter slipped away from the surecuff. Cuff remained englobed and removed surgically, placed another product. The pts seem in good condition.